Manufacturer narrative:
The reported issue is confirmed. The root cause is a failed I and o card. The device was evaluated upon receipt. There was an apparent problem with water circulation. The I and o card was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was having issues with a pump, but when run a functional test the touchscreen would not navigate very well. Per additional information updated from ttm on 25nov2025, biomed stated the touch screen was not calibrating. Also, would like to troubleshoot the circulation pump as believed it was not working properly. It was reported that ER nurse trying to begin therapy on patient who arrived at 31c but was having difficulty. They said an ICU nurse came down and "got it running manually per the alert. Targeted temperature (tt) was 36c, patient temperature (pt) was 31c, water temperature (wt) was 17.8c, flow rate (fr) priming. Explained that therapy was not running until they get an adequate flow rate. Dc and rc pads using proper technique and tried to start therapy, system hours 7257, pump hours 6883, flow rate (fr) was 0lpm (primed or stopped), circulation pump command (cpc) was 100 percent, inlet pressure (ip) was 0 percent. Stopped therapy, emptied and disconnected pads, enabled manual control inlet pressure (ip) was 0psi, circulation pump command (cpc) was 100 percent, flow rate (fr) was 0lpm. There were no other arctic sun devices available at their facility. They will need to use alternate means of temperature management.

Event description:
It was reported that the arctic sun device was having issues with a pump, but when run a functional test the touchscreen would not navigate very well. Per additional information updated from (B)(6) on 25nov2025, biomed stated the touch screen was not calibrating. Also, would like to troubleshoot the circulation pump as believed it was not working properly. It was reported that ER nurse trying to begin therapy on patient who arrived at 31c but was having difficulty. They said an ICU nurse came down and "got it running manually per the alert. Targeted temperature (tt) was 36c, patient temperature (pt) was 31c, water temperature (wt) was 17.8c, flow rate (fr) priming. Explained that therapy was not running until they get an adequate flow rate. Dc/rc pads using proper technique and tried to start therapy, system hours 7257, pump hours 6883, flow rate (fr) was 0lpm (primed/stopped), circulation pump command (cpc) was 100%, inlet pressure (ip) was 0%. Stopped therapy, emptied/disconnected pads, enabled manual control inlet pressure (ip) was 0psi, circulation pump command (cpc) was 100%, flow rate (fr) was 0lpm. There were no other arctic sun devices available at their facility. They will need to use alternate means of temperature management.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.